Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported foreign object was found. Event details: 30ml of paclitaxel nk was prepared using 4 vials, and after collecting the liquid from each vial, it was injected into an infusion bag. When the auditor checked the inside of the bag before dispensing the infusion bag to the nurse, a foreign object was found. We would like you to analyze the size of the coring. (Contaminated inside the bag) the lot of the injector is unknown. The incident occurred after the protector and injector were connected. The number of connections was about 9 times. 4 vials and 1 infusion bag will be returned. Additional information: 1: this is the same injector. 515005lot is unknown. 2: the l connector is connected, and the collected medication is injected from the l connector into the infusion bag.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The involved device did not contribute to the reported failure coring. It was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Testing was performed and it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. One vial was also returned and no particles or other foreign matter was identified within the vial. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, we cannot definitively identify which spike was responsible for the particle observed, therefore a root cause cannot be identified at this time.

Event description:
No additional information.